Manufacturer narrative:
(B)(4). Following this complaint further information was sought from the hospital. We were informed very vaguely that the infant had major "cardiopathy" and desaturated when the incident occurred. No further patient consequences were reported. The device was received at fisher & paykel healthcare regional office in (B)(4). The device was assessed by a trained fisher & paykel healthcare technician. There was no fault found with the device and was returned to the customer. Conclusion: we are unable to determine what caused the reported patient desaturation as there was no fault found with the returned airvo. We were also informed that the airvo did not generate any error codes or alarm during the incident. It is possible that the desaturation was related to the patient condition. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The airvo user manual warns the user: - appropriate patient monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported that a pt101 airvo 2 humidifier stopped providing flow during use and the infant desaturated. No further patient consequence was reported.